Event description:
Customer's mother reported via phone call that the insulin pump is alarming no delivery. They changed the set twice and it is still alarming. Blood glucose value was 292 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer removed the infusion set and it was found that the cannula was bent. It was stated that the alarm was resolved by a complete set change. Customer's mother was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-56947.